Manufacturer narrative:
H3: analysis of the concerto coil nv-6-20-helix (lot# 224209577) found the coil was returned without the introducer sheath. The actuator interface was securely attached to the coupler tube. No evidence of mechanical detachment using an instant detacher was found at this location. The break indicator was found to be broken but retained by release wire. This is indicative that a manual detachment was performed. The concerto pushwire was found to be kinked at ~23.9cm, at ~80.4cm and at ~140.5cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the detachment stick still attached. The implant coil was found broken and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the pushwire was returned with the implant coil broken not detached. There was no malfunction of the device or non-conformance to specification identified that led to a premature detachment. There is no indication that the event is related to a potential manufacturing issue. Based on the analysis performed, the customers report of ¿coil separation/break¿ was confirmed as the pushwire was returned with the implant coil broken not detached. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the catheter was not a mdt product.

Event description:
Medtronic received a report that the doctor was trying to put a final coil in the gastroduodenal artery (gda), but it kept flipping to hepatic and the doctor decided he didn't need the length of the 6x20 coil, so he tried to remove the coil when it prematurely detached. The internal filament never released from the coil which left half coil/filament stuck in the catheter without pusher wire. The pusher wire/hypotube break indicator were not broken until wire was put into bio hazard bag. Coil separation/break and premature detachment occurred. The implant coil was removed from the patient. The physician gently pulledthe microcatheter out of the patient while clamping down to ensure the filament and coil were removed safely without breaking off further in the patient. No surgical or medicinal intervention was required. It was unknown if the pushwire was bent or broken or if there was any friction or difficulty during delivery. The physician repositioned the coil about 3 times. The physician did not attempt to detach the coil. It was unknow n if the physician rotated the delivery pusher during the procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a gastroduodenal artery (gda) pseudo aneurysm with a max diameter of 4 mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Ancillary devices include a sheath and microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.